Event description:
It was reported that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by broken motor mount screws, one of which was preventing the door from opening and closing properly. The motor mount screws were replaced.